Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient fell down some time after implantation procedure and felt pain within the heart area. X-ray showed lead dislodgement. The lead was explanted and replaced.